Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the additional information provided by the hospital (bioflow vii index procedure report, bioflow vii stent report, adverse event report, hemodynamic procedure report, routine record) was reviewed. Review of the production documentation verified that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted review, no material or manufacturing related root cause could be determined. It should be noted that, according to the IFU, pre-dilation of the lesion is mandatory.

Event description:
It was reported out of the us bioflow vii study (orsiro mision drug-eluting stent system): "100% proximal acute occlusion inside stent with diffuse acute occlusion in the mid to distal stents. After the distal rca stent there was 100% stenosis supplying a large rpl branch which was reduced to 0% using 2.5 mm onyx des and post dilated with a 3mm nc balloon. The distal old rca stent was post dilated using 4mm nc balloon. There was a tight lesion and possible gap between both distal and mid stent. Haziness seen across the old mid segment and was reduced using 4 mm onyx des. Timi-3 was restored into the artery.".

Event description:
It was reported out of the us bioflow vii study (orsiro mision drug-eluting stent system): "100% proximal acute occlusion inside stent with diffuse acute occlusion in the mid to distal stents. After the distal rca stent there was 100% stenosis supplying a large rpl branch which was reduced to 0% using 2.5 mm onyx des and post dilated with a 3mm nc balloon. The distal old rca stent was post dilated using 4mm nc balloon. There was a tight lesion and possible gap between both distal and mid stent. Haziness seen across the old mid segment and was reduced using 4 mm onyx des. Timi-3 was restored into the artery."

Manufacturer narrative:
Combination product: yes.